Manufacturer narrative:
Manufacturer investigation identified no issues or non-conformances were found, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges that they experienced pain and redness in the left (os) eye while using the device and removed the contact lens and disposed of it. The patient consulted an eye care provider and states they were treated for an abrasion and infection of the eye. The patient states they were prescribed an antibiotic and steroid and that the incident has since resolved. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed or incomplete diagnosis and lack of medical information.